Event description:
It was reported that the patient had been hospitalized with hyperglycemia on 12/30/2022. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dizziness, nausea, dehydration, hyperglycemia, and high ketones. The patient did not receive any treatment while hospitalized. The patient reported they are pregnant. The patient was released a few hours later the same day. The patient did not wear the pod to the hospital. The patient also reported the pink slide insert on their pod did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.